Manufacturer narrative:
The complaint device was returned for an evaluation. Initial visual inspection found no anomalies. Technical evaluation identified a therapy pcb malfunction. The philips xl + therapy capacitor kit was replaced. The case was checked for damage. The circuit boards were inspected. The device was calibrated. The display, on/off power, and temp test were run. All tests passed. The root cause for the reported event was determined to be that the capacitor had a low output. It was determined that this was related to the previous order, as this was a purchase. The device was repaired and returned to the customer. No further investigation is required.

Event description:
Reportedly, post purchase, the device delivered multiple shocks to the patient, but when the report was printed, it stated that no shocks were delivered. There was no report of patient harm.